Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) could not duplicate the alleged malfunction. The stm did confirm the alarm in the fault logs and states the fault logs point to a leak in the autofill circuit or the balloon. The stm leak tested the iabp and it passed. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra aortic balloon pump generated an autofill failure alarm. This event occurred while the iabp was being used on a patient. No death, injury or adverse event was reported.